Event description:
It was reported by service report that the right foot side rail was broken and unable to lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Internal pivot arm.